Event description:
It was reported that the patient had an artificial urinary sphincter (aus) explanted and replaced with a 4.0cm due to recurring incontinence. No additional information is available.